Event description:
Additional information received reported that the patient followed up with their neurology clinic and it was determined that the lead and extension would have to be checked. The patient underwent an exploratory surgery on (B)(6) 2013 and it was determined that the right lead was fractured. The plan was to put a new lead in the vim or gpi. The patient's current lead was in the stn. It was not known when the procedure would be scheduled.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 64002, lot# n218348, implanted: (B)(6) 2010, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 242140002, implanted: (B)(6) 2010, product type accessory; product ID 3387s-40, lot# v031485, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v027834, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that impedance testing was done on an implantable neurostimulator (ins) battery with the elective replacement indicator (eri) showing and some of the electrodes had 'high' values and one had a 'low' value. The impedances were reported as follows: c,4 = 2,571 ohms; c,7 = 2850 ohms; 4,7 = 3,253 ohms and 5,6 = 77 ohms. The reporter indicated that 'everything else looked normal' and programming was done around the out of range impedances. The patient was programmed to 4+,5- at an amplitude of 4v, pulse width of 260's, and frequency of 185 hz. Therapy impedance was noted to have been 1.552 ohms with a current of 2.468a. The reporter stated that the patient was getting 'decent' therapy, just a slight increase in tremor since reprogramming in (B)(6). Per manufacturer's device registry, the patient's device was consequently replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).